Event description:
Sales rep reported during insertion/impaction, the leopard cage broke. Customer was attempting to turn or rotate the cage around to the anterior walls of the vertebral body during placement. The broken cage was removed, however, it cannot be confirmed if all the fragments were retrieved. As a result, a report is being filed. At this time, there is no adverse consequence to the patient.

Manufacturer narrative:
The complaint cannot be verified as the device is not available for evaluation. No definitive conclusions can be made. However, the damage is likely the result of the application of atypical force upon the cage during insertion. As noted in the accompanying IFU, excessive torque when applied to long handle insertion tools, can cause splitting or fracture of the carbon-fiber implants. At this time, the complaint is considered to be closed. Device not returned.